Manufacturer narrative:
Reviewed the instrument images; several roi's (region of interest) were above 12. The rois were adjusted and an automatic camera adjustment was performed. A service call was performed. A new washer and washer pump were installed. The residual volume was above 1.48g; it was reset. The customer ran pq; the instrument was operating as expected following the service call.

Event description:
Customer reported unexpected negative reactions for antibody screen on the galileo; two patient samples were involved. For the first patient, the customer reports that an anti-e was not detected. For the second patient, the customer reports unexpected negative results for ab_ID testing.